Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: adhesive on objective lens and light guide lens is detached. Based on the results of the investigation, it is likely the chipped and detached adhesive occurred due to a degradation and stress problem. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer found the distal end adhesive was chipped during reprocessing of an olympus hysterovideoscope. There was no patient injury reported.